Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient will meet 72 hours of therapy tomorrow morning at 3am in an arctic sun device. They adjust the probe and now it was not registering. Esophageal and ts foley will not register in patient temperature (pt) 1 port. Checked connections to device and probes. Patient temperature (pt) displaying from probes to monitor. Advised they need to swap out the temperature in cable.